Event description:
It was reported a lead integrity alert (lia) was triggered for high sensing integrity counter (sic) and high rate non-sustained tachycardia episodes. During pocket manipulation and isometrics oversensing and impedance spikes were observed in both bipolar right ventricular sensing as well as multiple sensing vectors. Additional information received reported the patient participated in a (B)(6) and three days later received 75 inappropriate shocks. A fracture of the right ventricular (rv) lead was suspected and noise was observed. The lead was explanted and the patient received a subcutaneous implantable cardioverter defibrillator (ICD) system. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.